Event description:
It was reported the wire on the patient's recharger antenna cord was showing. The patient experienced speech issues, which began over a year ago, and memory loss. The patient experienced falls, but believed the falls were not the cause of the above issues. No other accidents or incidents were believed to be the cause of the issues. The patient did not inform the health care provider (hcp) of the speech issues, but did inform the hcp of the memory loss, which the hcp believed to be normal. The patient informed a health care professional of the speech issues and was informed that the issues were normal. In addition to the stimulation, the patient was taking medication for her tremors. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information was received from the health care professional (hcp). Physician reported he did not believe the problems were related to deep brain stimulator (dbs) system. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 37651, serial# (B)(4). Product type: recharger, product ID: 37642, serial# (B)(4), product type: programmer, patient; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension; product ID: 3387s-40, lot# v439082, implanted: (B)(6) 2010, product type: lead; product ID: 3387s-40, lot# v439082, implanted: (B)(6) 2010, product type: lead. (B)(4).